Event description:
While cauterizing the fat pads on the lower lids, the physician claims that an electrical arc developed which resulted in a fire on the pts right upper eyelid and eyelashes with a small amount of damage to the underlying skin.